Manufacturer narrative:
Concomitant medical products: product ID 8784; serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 03-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that aspiration of the pump site was performed due to swelling. 37 cc of seroma fluid aspirated. Additional information received from the healthcare provider via a clinical study indicated that the symptoms persisted the patient was advised to continue to ice and wear a brace.additional information received from the healthcare provider via a clinical study indicated that the patient admitted to pain at the pocket site. Additional information received from the healthcare provider via a clinical study indicated that a trigger point injection was given to the patient. Additional information received from the healthcare provider via a clinical study indicated that the pump pocket was swollen and the seroma was aspirated (61 cc and 37 cc). Additional information received from the healthcare provider via a clinical study indicated that the pocket filled back up. The healthcare provider aspirated 81cc of seroma from incision site. Additional information received from the healthcare provider via a clinical study indicated that the pocket was aspirated of 107cc of seroma from the incision site. Additional information received from the healthcare provider via a clinical study indicated that the fluid from the pump pocket site aspiration was sent to be tested and it was positive for beta 2 transferrin (showing csf). The seorma occured again and the pocket was aspirate, a blood patch was performed and a dye study showed no issues with the catheter. An additional aspiration was performed on august 2nd which tested positive for beta 2 transferrin (csf) again. The doctor performed pocket exploration. When the hcp opened up the pocket a lot of fluid spilled out of the pocket site. Cerbospinal fluid (csf) was observed leaking from the entry site, so the hcp believed that the entry/anchor site did not heal very well. Another purse string suture was placed around the anchor/entry site and it slowed the csf drip at that site. It was decided to prophylactically replace the pump segment with a 8784 since the product comes with a freed up collette.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump pocket was aspirated of 7cc and the catheter site was aspirated of 8cc. The patient had a visit to the emergency room.

Manufacturer narrative:
Concomitant medical products: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted:(B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the entire system was explanted due to infection.

Manufacturer narrative:
H3: the pump was returned and analysis identified damage to the o-ring on the outlet port which resulted in a leak. The 8784 catheter was returned device passed all testing in the laboratory and no anomalies were identified. The 8782 catheter was returned and analysis identified damage to the o-ring on the outlet port which resulted in a leak. Continuation of d10: product ID 8782, serial# (B)(6), product type catheter, product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.